Manufacturer narrative:
Device evaluation is currently in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during spanning plate surgery, when placing 2.7mm distal screws, the head of two (2) screws split. It was reported the physician affirms that this occurred without exerting force. The screws were left implanted as they could not be removed. It was reported this was inconvenient as they could not replace these screws with other screws. Further information received indicated the plate used during the surgery was part number 7006-1170n-s with batch/lot number 571877. The 2.7mm locking screws used during surgery are indicated below- only one of these 2.7mm screws broke/split. Quantity 1 x part number 30-0328, quantity 1 x part number 30-0325, quantity 1 x part number 30-0326. The 2.7mm non-locking screw used in the surgery is indicated below. This screw also broke/split: quantity 1 x part number 30-0345. No adverse patient consequences were reported. This report is related to report number 3025141-2023-00421, 3025141-2023-00422, 3025141-2023-00423, and 3025141-2023-00425 for the other devices involved in this event.

Manufacturer narrative:
Two screws were received for evaluation: a. 30-0345 (2.7mm x 12mm non-locking hexalobe screw) - batch 571538. B. 30-0325 (2.7mm x 10mm locking hexalobe screw) - batch 558533. The returned screws were visually inspected under magnification to confirm failure. Screw a measured at 6.38mm of the total 14.27mm. Screw b measured at 4.80mm of the total 11.60mm. The fracture pattern showed signs of shear force break. This is consistent with the screw being rotated with enough torque to be broken. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. The following data was corrected/updated based on the device evaluation: h3 (device evaluated by manufacturer)- was updated to "yes". H6: investigation findings code (annex c): updated to 3243 (stress problem identified). H6: investigation conclusion code (annex d): updated to 4315 (cause not established).